Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.as part of resolution, a return material authorization was issued for sensor replacement. B4.date of this report 14 february 2025 g3.date received by the manufacturer? 14 february 2025 h3. Device evaluated by manufacturer?no h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
On november 18, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.